Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening on anterior assessed as surgical damage, observed one opening on anterior assessed as surgical damage like and observed one opening on plug strap bond edge assessed as an unidentified (tear) opening (shell thickness was within specification). Additional observations: crease flat observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.